Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by manufacturer- additional information. H2: additional information.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 12/16/2024 and it was determined this complaint is not reportable per corpft-140202.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. Product has been received but is pending evaluation. A follow up report will be submitted upon completion.the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).